Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation. The logs were provided for review. Log review shows on 3/28/2025 and 12:54am an infusion start of 100ml/hr and 50ml (dl: antibiotic). At 1:12am infusion was stopped with a volume infused to 29.15ml and pump was placed on standby. At 1:30am pump was brought out of standby and at 1:31am an infusion start of 750ml/hr and 1:20hr:min (dl: IV fluid). At 1:39am with a volume infused to 92.13ml new rate was set to 1191ml/hr and 1:36hr:min. At 2:03am pressure alarm level 5 occurred with a volume infused to 561.45ml and at 2:05am door was opened. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: 1l normal saline (ns) and 50 ml ns with antibiotics were hanging. Abx infused well. Ns bag infused approx 500ml of a bolus and then the patient called to say that an IV bag had exploded. I (nurse) entered the room and witnessed fluid everywhere, (walls, bed, floor). The pump was still infusing fluid but appears that it was not infusing into the patient, but from the litre bag back up to the piggyback. The 50ml bag is what I believe to have popped. The pump did not sound any occlusion alarms at any point. I stopped the pump immediately, attempted to flush the IV site from the first port on the IV line tubing-it did not flush. I then disconnected the patient from the IV line, checked to see if the IV was patent on the patient. It was then disconnected all the bags and lines from the pump and set up a new 1l bag with new tubing. It infused well for the duration of my shift. The clinda had infused in already, then I programmed the litre bolus after the mini bag was visibly empty of the abx. At some point during the bolus of the ns is when it backed up into the empty mini bag. As stated, I think he received about 500ml, then it malfunctioned.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.